Event description:
It was reported to technical services on (B)(6) 2011 that this lead will be explanted due to infection. This was reported from the (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).